Manufacturer narrative:
The insulin pump was received with a47 alarm in the history file due to corrupted history file. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and motor passed motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received alarms, including a motor error alarm on the insulin pump. Customer's blood glucose was 11.7 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.